Manufacturer narrative:
MDR 2517506-2018-00434 was filed for the same event. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin vista (tni) results. Hsc has reviewed the instrument data. The data did not indicate an issue with the reagent or instrument. The issue was a repeatedly elevated troponin on a patient with "no lesions" seen during cardiac catheterization. A review of the instrument data did not reveal any abnormal or atypical readings for the samples. Quality control and calibration were within limits at the time of the event. The samples were repeated on an alternate siemens advia centaur instrument (different technology and antibodies) which gave a similarly elevated results comparable to the dimension exl results. The cause of the discordant elevated tni results are unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated cardiac troponin I (tni) results were obtained on a patient's samples on the dimension exl 200 system. The results were reported to the physician who questioned the results. The same samples were repeated at a later date on the same dimension instrument and on an alternate siemens advia centaur instrument. The repeated results remained elevated on both instruments. A cardiac catheterization was performed and no cardiac lesion was observed. There are no reports of adverse health consequences due to the discordant, elevated tni results or the catheterization procedure.